Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that device became entrapped and pericardial effusion and perforation occurred requiring intervention. An amplatz super stiff guide wire was selected for use in the implantation of a watchman - left atrial appendage closure (laac). During the procedure, a versacross connect dilator from a watchman fxcd (fixed double curve) double-curve access system was advanced over an amplatz super stiff 0.035 inch wire into the right atrium and into the superior vena cava (svc). When trying to remove the amplatz wire, the wire became entrapped in the versacross dilator. The physician removed the dilator and the wire from the body and noted that the wire was unraveling and there was an observed tear or nick in the tip of the dilator where the wire was entrapped. The dilator was replaced with another of the same kind and was used to perform the transseptal puncture. The procedure was successfully completed and upon doing a post effusion check with transesophageal echocardiography (tee) at the end of the procedure, a pericardial effusion was noted. The physician performed pericardiocentesis and 200cc of venous blood was removed from the anterior pericardium. It was suspected that the wire entrapment in the dilator may have entrapped tissue causing the effusion. The patient was stable and expected to fully recover. The patient was admitted overnight and discharged the following day and was noted to have fully recovered. The patient was hemodynamically stable when the complication was noted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted. H6 - evaluation conclusion codes: updated.

Event description:
It was reported that device became entrapped and pericardial effusion and perforation occurred requiring intervention. An amplatz super stiff guide wire was selected for use in the implantation of a watchman - left atrial appendage closure (laac). During the procedure, a versacross connect dilator from a watchman fxcd (fixed double curve) double-curve access system was advanced over an amplatz super stiff 0.035 inch wire into the right atrium and into the superior vena cava (svc). When trying to remove the amplatz wire, the wire became entrapped in the versacross dilator. The physician removed the dilator and the wire from the body and noted that the wire was unraveling and there was an observed tear or nick in the tip of the dilator where the wire was entrapped. The dilator was replaced with another of the same kind and was used to perform the transseptal puncture. The procedure was successfully completed and upon doing a post effusion check with transesophageal echocardiography (tee) at the end of the procedure, a pericardial effusion was noted. The physician performed pericardiocentesis and 200cc of venous blood was removed from the anterior pericardium. It was suspected that the wire entrapment in the dilator may have entrapped tissue causing the effusion. The patient was stable and expected to fully recover. The patient was admitted overnight and discharged the following day and was noted to have fully recovered. The patient was hemodynamically stable when the complication was noted.